Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo depicted a bottom portion of a 5ml syringe. A black thin uneven streak of foreign matter was observed on the luer collar of the syringe outside the fluid path. It was not possible to identify the foreign matter based on the photo provided. It was also not possible to tell whether the foreign matter was on the outside or inside of, or embedded in the collar. Physical sample is required to better evaluate the foreign matter depicted in the photo and more thorough evaluation and potential root cause determination. No corrective actions are necessary based on the defective rate identified. Batch 9273637 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign residue was found on the bd luer-lok¿ syringe sterile, single use before use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "5 ml syringe with residue."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign residue was found on the bd luer-lok¿ syringe sterile, single use before use. This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter: "5 ml syringe with residue".